Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. The pump passed the tone check. There was no audio/beep anomaly noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had a partial display on the insulin pump. Customer stated that the upper part of the display was missing. Customer used an energizer battery and the pump was not bumped or dropped. The anomaly persisted after the battery change. The self test was not okay and there were no audible beeps. Customer was asked in written form and in written form to return the pump for analysis.